Event description:
It was reported that during the surgery, when surgeon withdrew the item, the product broke. The surgery finished with no more adverse consequences.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.